Event description:
Same patient as MFR#: 2134265-2012-06346, 2134265-2012-06347 and 2134265-2012-06345. (B)(4). It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2011, the patient presented due to unstable angina (braunwald class unknown) and cardiac catheterization was recommended. The 1st de novo ostial long target lesion was located in the saphenous vein graft extending from 1st obtuse marginal branch (om) to 3rd om with 90% stenosis and was 6mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 3.50x16mm ion stent, with 0% residual stenosis. The 2nd de novo target lesion was located in the distal right coronary artery (dist rca) with 90% stenosis and was 15mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilation and placement of a 2.25x28mm ion stent, with 0% residual stenosis. The 3rd de novo ostial target lesion was located in the proximal right coronary artery (prox rca) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.50x16mm ion stent, with 20% residual stenosis. There was an edge dissection noted distally after the stent placement. Site confirmed that this dissection is not > c. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).